Event description:
Customer reportedly rec'd the following results on the aviva sys within 10 mins: 93mg/dl, 215mg/dl, 141mg/dl, 105mg/dl, 99mg/dl, 118mg/dl, 103mg/dl, and 126mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.